Event description:
Packaging on cement sculps not opening properly. Plastic was not tearing properly, it was ripping down the middle so the product inside could not be considered sterile, the non-sterile edges were touching the contents. This is not a design issue but either poor material was used or the seal was too strong and not able to be opened correctly. This happened on 3 packages in the same lot.